Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer did not recall the event and was unable to provide further information.